Manufacturer narrative:
Kalva, s. P., marentis, t. C., yeddula, k., somarouthu, b., wicky, s., & stecker, m. S. (2010). Long-term safety and effectiveness of the ¿optease¿ vena cava filter. Cardiovascular and interventional radiology, 34(2), 331-337. Doi:10.1007/s00270-010-9969-9. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are optease vena cava filters but the catalog and lot numbers are not available. As noted in the publication by kalva et al long-term safety and effectiveness of the "optease" vena cava filter, cardiovasc intervent radiol (2011) 34(2): 331-337; the filter, which had a dwell time of 12 days, was adherent to the cava and could not be retrieved from the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The publication noted that the filter was adherent to the cava. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As noted in the publication by kalva et al long-term safety and effectiveness of the "optease" vena cava filter, cardiovasc intervent radiol (2011) 34(2): 331-337; the filter, which had a dwell time of 12 days, was adherent to the cava and could not be retrieved from the patient.